Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube (s))'), ectopic pregnancy with contraceptive device ('terms pregnancy (with complications) / pregnancy (stillbirth or miscarriage) / pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), hydroureter ('bladder or urinary problems or changes: right hydroureter, etiology unknown'), haematochezia ('other injury(ies) or complication please describe: hematochezia'), cervix carcinoma ('tumor / teratoma / cancer type: cervical') and uterine cancer ('tumor / teratoma / cancer type: uterine') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2002, (B)(6) 2008, colonoscopy, fever, ectopic pregnancy and abortion of ectopic pregnancy. Essure confirmation test(s) conducted, specify: 2009, type of test: - unknown. Healthcare provider tell you about your results: nothing outside of it all looked good. Concurrent conditions included abdominal pain, headache, colon inflammation, colitis, chills, nausea, vomiting, kidney stone, recurrent urinary tract infection and fibroids. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced haematochezia (seriousness criterion medically significant), colitis ("bladder or urinary problems or changes: colitis") and change of bowel habit ("other injury(ies) or complication please describe: bowel changes"). On (B)(6) 2009, the patient experienced hydroureter (seriousness criterion medically significant). In 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced pelvic pain ("pain/ pain chronic"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("bleeding") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, hydroureter, haematochezia, cervix carcinoma, uterine cancer, fatigue, alopecia, pelvic pain, colitis, change of bowel habit, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, genital cyst, vaginal discharge, nausea, dyspareunia, genital haemorrhage and abdominal pain had resolved and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, cervix carcinoma, change of bowel habit, colitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, haematochezia, hormone level abnormal, hydroureter, menorrhagia, nausea, pelvic pain, uterine cancer, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2012: marked constipation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ulcerative colitis, hematochezia, hydroureter". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events abdominal pain & genital bleeding were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube (s))'), ectopic pregnancy with contraceptive device ('terms pregnancy (with complications) / pregnancy (stillbirth or miscarriage) / pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), hydroureter ('bladder or urinary problems or changes: right hydroureter, etilogy unknown'), haematochezia ('other injury(ies) or complication please describe: hematochesia'), cervix carcinoma ('tumor / teratoma / cancer type: cervical') and uterine cancer ('tumor / teratoma / cancer type: uterine') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), colonoscopy, fever, ectopic pregnancy and abortion of ectopic pregnancy. Essure confirmation test(s) conducted, specify: 2009, type of test: - unknown. Healthcare provider tell you about your results: nothing outside of it all looked good. Concurrent conditions included abdominal pain, headache, colon inflammation, colitis, chills, nausea, vomiting, kidney stone, recurrent urinary tract infection and fibroids. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ethinylestradiol;norgestimate (ortho tri-cyclen) from 2003 to 2008. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced haematochezia (seriousness criterion medically significant), colitis ("bladder or urinary problems or changes: colitis") and change of bowel habit ("other injury(ies) or complication please describe: bowel changes"). On (B)(6) 2009, the patient experienced hydroureter (seriousness criterion medically significant). In 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced pelvic pain ("pain/ pain chronic"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("bleeding") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, hydroureter, haematochezia, cervix carcinoma, uterine cancer, fatigue, alopecia, pelvic pain, colitis, change of bowel habit, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, genital cyst, vaginal discharge, nausea, dyspareunia, genital haemorrhage and abdominal pain had resolved and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, cervix carcinoma, change of bowel habit, colitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, haematochezia, hormone level abnormal, hydroureter, menorrhagia, nausea, pelvic pain, uterine cancer, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2012: marked constipation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ulcerative colitis, hematochezia, hydroureter". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). On 6-feb-2020: plaintiff fact sheet was received. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube (s))'), ectopic pregnancy with contraceptive device ('terms pregnancy (with complications) / pregnancy (stillbirth or miscarriage) / pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), hydroureter ('bladder or urinary problems or changes: right hydroureter, etiology unknown'), haematochezia ('other injury(ies) or complication please describe: hematochesia'), cervix carcinoma ('tumor / teratoma / cancer type: cervical') and uterine cancer ('tumor / teratoma / cancer type: uterine') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), colonoscopy, fever, ectopic pregnancy and abortion of ectopic pregnancy. Essure confirmation test(s) conducted, specify: 2009, type of test: - unknown. Healthcare provider tell you about your results: nothing outside of it all looked good. Concurrent conditions included abdominal pain, headache, colon inflammation, colitis, chills, nausea, vomiting, kidney stone, recurrent urinary tract infection and fibroids. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3). In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced haematochezia (seriousness criterion medically significant), colitis ("bladder or urinary problems or changes: colitis") and change of bowel habit ("other injury(ies) or complication please describe: bowel changes"). On (B)(6) 2009, the patient experienced hydroureter (seriousness criterion medically significant). In 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced pelvic pain ("pain/ pain chronic"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, hydroureter, haematochezia, cervix carcinoma, uterine cancer, fatigue, alopecia, pelvic pain, colitis, change of bowel habit, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, cyst, vaginal discharge, nausea and dyspareunia had resolved and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, alopecia, cervix carcinoma, change of bowel habit, colitis, cyst, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, haematochezia, hormone level abnormal, hydroureter, menorrhagia, nausea, pelvic pain, uterine cancer, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2012: marked constipation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ulcerative colitis, hematochezia, hydroureter". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical record was received. Events added from pfs-abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, hair loss, pain, hydroureter, hematochezia, bowel changes, colitis, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), hormonal changes, perforation (uterus), perforation (fallopian tube(s), perforation (uterus), terms pregnancy (with complications) / pregnancy (stillbirth or miscarriage) / pregnancy (ectopic), cyst, cervical cancer, uterine cancer, vaginal discharge, device ineffective, nausea, dyspareunia (painful sexual intercourse). Reporter information, medical history, concomitant drug, essure removal date were added. Essure insertion date updated. Event-injury was updated. Device category changed from device other event to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.